Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse determined that the power supply module for the interface computer was defective. The cse replaced the power supply module and verified the communication and operation. The cause of the smoke being emitted from the interface computer was due to the malfunction of a power supply module. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia workcell automation system contacted a siemens customer care center (ccc) specialist and reported that an advia centaur instrument which was connected to the advia workcell automation system was not coming online. The operator rebooted the interface computer twice but the advia centaur instrument remained offline. The operator noticed that smoke was emitted from the interface computer. Upon the ccc specialist's recommendations, the operator unplugged the interface computer. There are no reports of injury to staff, damage to property, or impact to patient samples.